Manufacturer narrative:
The recipient's tinnitus is reportedly positional. The recipient received treatment (type unknown). The recipient's tinnitus has reportedly improved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus has reportedly improved, and the recipient is wearing the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability fault or product defect.

Event description:
The recipient is experiencing tinnitus. Device testing revealed results within normal limits. Revision surgery is scheduled.